Manufacturer narrative:
The device has not been returned to manufacturer for analysis. No further information on the case could be obtained. The manufacturer will monitor similar events for trends through post market surveillance system.

Manufacturer narrative:
Device is requested to be sent back for analysis.

Event description:
A hearing care professional has reported that a hearing aid charger has overheated and melted. Upon follow up it has been identified that no injury has been sustained by the user or a third person. The original cable and eps have been used. The charger has left a burn mark on limed oak worktop. The manufacturer has requested the device to be returned for analysis. The case is being reported due to the minor damage to property. This is an initial report. Supplemental reports will be provided upon availability of further information.